Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced an altered mental state. The right ventricular (rv) lead exhibited decrease in sensing. The rv and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.